Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed on the catheter body. Visual inspection was performed, and no issues were identified. The catheter body length measured 215mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line outer diameter measured 2.40mm, which is within the specification limits of 2.39mm-2.49mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.676mm (.066"), which is within the specification limits of 1.65mm-1.75mm per the distal extension line extrusion graphic. The proximal extension line outer diameter measured 2.13mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.448mm (.057"), which is within the specification limits of 1.42mm-1.50mm per the proximal extension line extrusion graphic. Functional testing was performed by connecting the extension lines of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter while testing. The catheter was flushed using a water-filled lab inventory syringe. No blockages were detected. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush after each use with normal saline or in accordance with hospital/institutional protocol". The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant functional and dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "when the user injected the medical agent from the distal lumen after placement of the catheter, leak was found from the insertion site. Also, the medical agent was administered only from the side port, not from the tip port." No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "when the user injected the medical agent from the distal lumen after placement of the catheter, leak was found from the insertion site. Also, the medical agent was administered only from the side port, not from the tip port." No patient injury or complication reported. The patient's condition is reported as fine.